Manufacturer narrative:
Initial.

Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor did not pair with the ilet but was connected to the dexcom app and the user expected automatic connection and failed to enter the pairing code, indicating an incorrect procedure for pairing and a usage issue with no specific device component implicated. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to failure to follow pairing instructions, with no applicable component-level issue. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.